Event description:
It was reported that a liner tear occurred. The patient presented for a transcatheter aortic valve replacement (tavr) procedure. The 14f isleeve introducer sheath was inserted into the femoral artery. When the tavr valve delivery system was inserted into the isleeve, the inner liner of the isleeve split in the middle of the device. There were no reported patient complications.

Manufacturer narrative:
Though it was originally reported that the complaint device would be returned for analysis, no product was received despite multiple requests by bsc. The evidence indicates no damage prior to use. The device became damaged and had difficulty after being used during a procedure with another device. An example photo of a seam expansion was provided and through our follow up with the customer, the customer stated that the complaint device does look similar to the provided example photo in the gfe record. Given this information there is evidence to suggest that a liner tear did not occur as previously reported.

Event description:
It was reported that a liner tear occurred. The patient presented for a transcatheter aortic valve replacement (tavr) procedure. The 14f isleeve introducer sheath was inserted into the femoral artery. When the tavr valve delivery system was inserted into the isleeve, the inner liner of the isleeve split in the middle of the device. There were no reported patient complications.